Event description:
The consumer states, when he plugged the car adapter into the cigarette lighter, the cord to the adapter allegedly got hot. The consumer unplugged the unit. No injury is alleged.

Manufacturer narrative:
No injury alleged. Malfunction alleged. The distributor alleges the consumer's dc car adapter cord was hot to the touch after being plugged into the vehicle adapter. Maintenance history is unknown. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.